Manufacturer narrative:
Concomitant medical devices: product ID: 37761, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the metal tip on the implantable neurostimulator recharger (insr) connector pin was broken. As a result the patient's implantable neurostimulator (ins) went dead as they were unable to charge. They also noted that they were unable to turn it off and it felt like it was "too much". If additional information is received a follow-up report will be sent. See also regulatory report # 3007566237-2016-00615.